Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original implant date unknown. Patients shoulder was infected. The patient also suffered from shoulder instability. The patient was implanted with depuy glenosphere components, but competitor brand humeral components. Surgeon was unsure of any information regarding this patients previous surgical history, who performed the surgeries, and where surgeon wanted to perform a thorough washout of this patient's shoulder. He removed the 38 std glenosphere, as well as two 18mm non-locking screws from the metaglene. He found that the metaglene was very stable, even with removal of the two 18mm screws. He performed a thorough washout of the shoulder joint before trialing with some of our 38mm eccentric lateralized glenospheres. He found the 38mm +8 eccentric glenosphere offered the most stability in conjunction with the competitor brand component. Surgeon was aware that it was off label to pair these components together, but believed it to be the best option for the patient. The real implants were opened and implanted. Shoulder was found to be stable, and the closing process began. No delays to surgery reported. Doi: unknown, dor: (B)(6) 2021, left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.